Event description:
A consumer reported that following intraocular lens (iol) implant procedure, the patient experienced light sensitivity, almost no moisture pumps left in cornea. Patient was using saltwater drops 4 times a day in order to draw the fluid out of them. It was very painful. Also increased floaters and the real danger of retinal detachment. Additional information could not be obtained as the reporter is unwilling to follow-up. There are two medical device reports associated with this patient. This report is for left eye.

Manufacturer narrative:
A sample device was not returned for analysis; lens remains in the eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).